Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse found that the problem was a loose connection of the display connector. To fix the issue, the fse reconnected the connector and tested the unit and found it to be working satisfactorily, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra aortic balloon pump (iabp) unit's display was not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a